Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made during the device check.